Manufacturer narrative:
The device has been returned and evaluated. Correction is also being made for no delay in the procedure, sex as female, and operator of device. This supplemental report is being submitted to provide this information. Customer had reported that there was no delay in the procedure the device history record review confirmed that the device lot had no anomaly in inspection. The device was returned for evaluation of the broken probe. The probe was found to be broken off at 16 mm from its tip. The broken piece of the probe tip was not returned. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. The proximal side of the tissue pad was worn away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The exact cause of the event cannot be exclusively identified. However based on past investigations, issue occurred is likely occurred by the following scenario: 1. Seal & cut output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Seal & cut output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke with added load. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The following additional information was provided. During a hysterectomy, the subject device was used. The probe of the device broke off inside the patient, but the fragment was retrieved. The intended procedure was completed.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, three devices were used. The following events occurred within 10 minutes after opening the package on the three devices. Probe damage error occurred immediately after the user connected the device and after the second activation. The probe of the device broke off. There was no patient injury reported. This is the second one of three reports.